Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas and investigated by product analysis on (B)(6) 2016 with the following findings: review of the black box data did not reveal any activity related to the complaint in the available data. On investigation, the time and date was set and the pump was exercised for 24 hours without issue. At the conclusion of the exercise, the battery was removed for the pump and the pump left without power for six hours. When the battery was inserted into the pump and the pump powered on, the correct time and date had been lost and the pump reset the time and date to the factory default settings. The pump was opened for further investigation and revealed the internal clock battery was leaking and not retaining a charge. Investigation duplicated a time and date reset issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unspecified time/date issue with the pump. Animas customer support made several attempts to contact the patient to obtain more detailed information; however, the reporter did not respond to these attempts. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may result in over- or under-delivery of insulin to the patient due to running the incorrect time segment

Manufacturer narrative:
Follow up #1; submitted: 8/8/2016. (B)(4).